Manufacturer narrative:
Although the symptoms of an acute allergic reaction are typically dermatological in nature and the symptoms reported in this case are not consistent with previously reported allergic reaction events involving similar products, the possibility that an allergic reaction occurred cannot be excluded. While it is unk if the lynal powder used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The device was not returned for eval and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event, it was reported by a pt that 2+ hours after use of lynal, the pt developed a headache, nausea, and a sensation that their brain felt "like it was swimming." It was also reported that the pt has and is being evaluated for "many chemical sensitivities." There is not indication that intervention was required.